Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient experienced infection and sepsis. As result, the implantable cardioverter-defibrillator (ICD) system was explanted. The physician opted to provide temporary pacing support by inserting a non-boston scientific right ventricular (rv) lead into the patient's right internal jugular vein and connecting the rv lead to the explanted ICD creating a permanent temporary pacemaker system, which is considered off-label use. It was noted that the physician-administered intravenous antibiotics. The ICD system was successfully explanted and no additional adverse patient effects were reported. At this time, the ICD has been received for analysis.

Event description:
It was reported that this patient experienced infection and sepsis. As result, the implantable cardioverter-defibrillator (ICD) system was explanted. The physician opted to provide temporary pacing support by inserting a non-boston scientific right ventricular (rv) lead into the patient's right internal jugular vein and connecting the rv lead to the explanted ICD creating a permanent temporary pacemaker system, which is considered off-label use. It was noted that the physician-administered intravenous antibiotics. The ICD system was successfully explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned ICD found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. All testing completed on the device passed or was not applicable, therefore no problem was detected. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.